Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported clip open while locked (cowl) cannot be determined. The cause of the reported mitral regurgitation (mr) cannot be determined. Additionally, the reported patient effect of mr is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two echocardiographic videos of the reported device were provided. The first video, presumably taken peri-procedurally post deployment, captures an lvot view (5° axis) and x-plane view (45° axis). The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. However, the imaging quality of the video was poor, and the individual clip arms cannot be discerned in the video making it difficult to assess the clip arm angle. The clip arm angle appears to be roughly ~25° - 35°. The second video captures an lvot view (-5° axis) and x-plane view (70° axis). Presumably, this video was taken two days post procedure when it was reported that "on tee on (B)(6) 2023 that the clip opened to about 30 degrees". The video provides a clearer view of the clip, as compared to the first video, in which the individual arms can be discerned; this is likely due to the different probe axis positioning. In the second video the clip arm angle appears to be ~35°. The angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. Based on the videos provided, reported post deployment cowl cannot be confirmed. The clip appears securely attached to both leaflets and stable in both videos. There are no other observations based on the videos provided."

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was deployed on the mitral valve at p2 for a prolapse. Mr was reduced to 1-2. The clip is reported to be stable on the leaflets after deployment. On (B)(6) 2023, on the postoperative transesophageal echocardiogram (tee) that the stability of the clip was poor. It was confirmed on tee on (B)(6) 2023 that the clip opened to about 30 degrees. Mr was noted to increase to grade 3. On (B)(6) 2023, additional mitraclip procedure was performed to stabilize the previously implanted clip and reduce recurrent mr of grade 3. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.